Manufacturer narrative:
Reasonably suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: 01may2016 through 31may2019 manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5, 958 complaints was above the upper control limit (ucl) of 189 complaints per sop-105746 "complaint trending guideline", effective 05feb2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for mar2016 - mar2019. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rati...

Event description:
Open sore on back after using product/her back hurting [ulcer], put athletic tape on it so it would stay/ did not check her skin under the product while wearing thermacare/did not read the usage instructions before used the product [device use error], used the product for back spasms [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reported for his wife. A 55-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) on (B)(6) 2019 for back spasms. Medical history was none. Concomitant medication was none. Reporter stated they had thermacare heat wraps in the cupboard for a couple of months. The patient had back spasms around her ribs and put the wrap on and wore it all day. After wearing for 7 hours she came home and said her back was hurting on (B)(6) 2019. She had an open sore on her back. They applied bacitracin antibiotic ointment and a band aid on it. He took a picture of the area so the patient could see it. The wrap was small to medium in his opinion. She usually used a microwave heat pack. He thought the area had resolved but he had not seen it today. With his experiences in using the wraps, because of sweat, the adhesive did not attach. In time if fell off. He put athletic tape on it so it would stay. The lower back and hip wraps around with velcro. The neck wrap had the sticky adhesive and it didn't stay. When on neck, it was horizontal. When it is on the back it was vertical and the adhesive would not stay. Based on his experience with his use, the adhesive fell off after an hour. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin conditions. The red box was purchased. There was no product remaining. The patient used thermacare 1 day in a row, 7 hours per day. She used thermacare heatwraps in the past and did not experience the same problem, no adverse effect. She previously used microwave heat pack and did not experience the same problem. She was wearing several layers of clothing over the thermacare product. She was wearing a athletic tape applied pressure over the area. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She did not consult a healthcare professional for the problem. The action taken in response to the events of the product was permanently discontinued on (B)(6) 2019. The outcome of the events was unknown. According to the product quality complaint group: reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: 01may2016 through 31may2019. Manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5, 958 complaints was above the upper control limit (ucl) of 189 complaints per sop-105746 "complaint trending guideline", effective 05feb2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for mar2016 - mar2019. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rationale: a trend for the subclass of adhesion/ fastening defect with product type of neck shoulder/wrist (nsw8) products was not identified. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted: 01apr2016 through 30apr2019/manufacturing site: pfizer for complaint class: administration/complaint sub class: adhesion/fastening defect. The citi search returned a total 462 complaint for the neck shoulder/ wrist (nsw) 8hrs products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5,779 complaints was above the upper control limit (ucl) of 189 complaints per sop-105746 "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21august2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Sample status: not available. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s1 (inconvenient and annoying, but no harm to consumer). Final confirmation status: not confirmed. Complaint sub-class: adverse event/serious/unknown. Severity of harm: s3. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow up (08jul2019): new information received from the product quality complaint group includes investigational results. Follow up attempts are completed. No further information is expected. Follow-up (22aug2019): new information from product quality complaints includes: investigation results and severity rating (s1). Follow-up attempts are completed. No further information is expected. Follow-up (27aug2019): new information from product quality complaints includes: severity rating (s3). Company clinical evaluation comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] open sore on back after using product/her back hurting [ulcer] , put athletic tape on it so it would stay/ did not check her skin under the product while wearing thermacare/did not read the usage instructions before used the product [device use error] , used the product for back spasms [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for his wife. A 55-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) on (B)(6) 2019 for back spasms. Medical history was none. Concomitant medication was none. Reporter stated they had thermacare heat wraps in the cupboard for a couple of months. The patient had back spasms around her ribs and put the wrap on and wore it all day. After wearing for 7 hours she came home and said her back was hurting on (B)(6) 2019. She had an open sore on her back. They applied bacitracin antibiotic ointment and a band aid on it. He took a picture of the area so the patient could see it. The wrap was small to medium in his opinion. She usually used a microwave heat pack. He thought the area had resolved but he had not seen it today. With his experiences in using the wraps, because of sweat, the adhesive did not attach. In time if fell off. He put athletic tape on it so it would stay. The lower back and hip wraps around with velcro. The neck wrap had the sticky adhesive and it didn't stay. When on neck, it was horizontal. When it is on the back it was vertical and the adhesive would not stay. Based on his experience with his use, the adhesive fell off after an hour. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin conditions. The red box was purchased. There was no product remaining. The patient used thermacare 1 day in a row, 7 hours per day. She used thermacare heatwraps in the past and did not experience the same problem, no adverse effect. She previously used microwave heat pack and did not experience the same problem. She was wearing several layers of clothing over the thermacare product. She was wearing a athletic tape applied pressure over the area. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She did not consult a healthcare professional for the problem. The action taken in response to the events of the product was permanently discontinued on (B)(6) 2019. The outcome of the events was unknown. According to the product quality complaint group: reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: 01may2016 through 31may2019 manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per sop 105746 complaint trending guideline, effective 05feb2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rationale: a trend for the subclass of adhesion/ fastening defect with product type of neck shoulder/wrist (nsw8) products was not identified. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted 01apr2016 through 30apr2019/manufacturing site: pfizer for complaint class: administration/complaint sub class: adhesion/fastening defect. The citi search returned a total 462 complaint for the neck shoulder wrist (nsw) 8hrs products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per sop-105746 "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21august2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Sample status: not available. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s1 (inconvenient and annoying, but no harm to consumer). Final confirmation status not confirmed. Complaint sub-class adverse event/serious/unknown. Severity of harm: s3. According to the product complaint group on 26sep2019 citi customizable search returned a total of (B)(4) complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible minor. The subclasses show an increase in november 2018 thru january 2019. This is a seasonality change in combination with a change in safety procedure wsr cp001 wi 110, case processing principles product quality complaint guidance, updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from april 2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1 too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd# and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible minor for nsw products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible minor for nsw 8hr product, refer to attachment unknown nsw 8hr ae serious unknown august 2016 to august2019. Summary of investigation: based on the complaint narrative, the patient sustained an open sore after product use. Review of complaint description concludes there is no device malfunction. Root cause non-assignable (complaint not confirmed) conclusionbased on the complaint narrative, the patient sustained an open sore after product use. Review of complaint description concludes there is no device malfunction. Follow up attempts are completed. No further information is expected. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow up (08jul2019): new information received from the product quality complaint group includes investigational results. Follow up attempts are completed. No further information is expected. Follow-up (22aug2019): new information from product quality complaints includes: investigation results and severity rating (s1). Follow-up attempts are completed. No further information is expected. Follow-up (27aug2019): new information from product quality complaints includes: severity rating (s3). Follow-up (26sep2019): new information from product quality complaints includes: additional trending analysis, severity rating (s3), review of complaint description concludes there is no device malfunction. Follow up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: 01may2016 through 31may2019. Manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per sop-105746 "complaint trending guideline", effective 05feb2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rati

Event description:
Event verbatim [preferred term] open sore on back after using product/her back hurting [ulcer] , put athletic tape on it so it would stay/ did not check her skin under the product while wearing thermacare/did not read the usage instructions before used the product [device use error] , used the product for back spasms [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer reported for his wife. A 55-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) on (B)(6) 2019 for back spasms. Medical history was none. Concomitant medication was none. Reporter stated they had thermacare heat wraps in the cupboard for a couple of months. The patient had back spasms around her ribs and put the wrap on and wore it all day. After wearing for 7 hours she came home and said her back was hurting on (B)(6) 2019. She had an open sore on her back. They applied bacitracin antibiotic ointment and a band aid on it. He took a picture of the area so the patient could see it. The wrap was small to medium in his opinion. She usually used a microwave heat pack. He thought the area had resolved but he had not seen it today. With his experiences in using the wraps, because of sweat, the adhesive did not attach. In time if fell off. He put athletic tape on it so it would stay. The lower back and hip wraps around with velcro. The neck wrap had the sticky adhesive and it didn't stay. When on neck, it was horizontal. When it is on the back it was vertical and the adhesive would not stay. Based on his experience with his use, the adhesive fell off after an hour. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin conditions. The red box was purchased. There was no product remaining. The patient used thermacare 1 day in a row, 7 hours per day. She used thermacare heatwraps in the past and did not experience the same problem, no adverse effect. She previously used microwave heat pack and did not experience the same problem. She was wearing several layers of clothing over the thermacare product. She was wearing a athletic tape applied pressure over the area. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She did not consult a healthcare professional for the problem. A sample of the product was not available to be returned. The action taken in response to the events of the product was permanently discontinued on (B)(6) 2019. The outcome of the events was unknown. According to the product quality complaint group: reasonably suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: (B)(6) 2016 through (B)(6) 2019. Manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total (B)(4) complaint for the neck shoulder wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4)complaints was above the upper control limit (ucl) of (B)(4) complaints per sop 105746 complaint trending guideline, effective (B)(6) 2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for (B)(6) 2016 - (B)(6) 2019. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rationale: a trend for the subclass of adhesion/ fastening defect with product type of neck shoulder/wrist (nsw8) products was not identified. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted 01may2016 through 31may2019 /manufacturing site: pfizer for complaint class: administration/complaint sub class: adhesion/fastening defect. The citi search returned a total (B)(4) complaint for the neck shoulder wrist (nsw) 8hrs products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of 189 complaints per (B)(4) "complaint trending guideline", effective (B)(6) 2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on (B)(6) 2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Sample status: not available. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s1 (inconvenient and annoying, but no harm to consumer). Final confirmation status not confirmed. Complaint sub-class adverse event/serious/unknown. Severity of harm: s3. According to the product complaint group on (B)(6) 2019 citi customizable search returned a total of (B)(4) complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible minor. The subclasses show an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety procedure wsr cp001 wi 110, case processing principles product quality complaint guidance, updated on (B)(6) 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in (B)(6) 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from (B)(6) 2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in (B)(6) 2019. The majority of the complaints by description have a severity ranking of s1 too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd# and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible minor for nsw products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible minor for nsw 8hr product, refer to attachment unknown nsw 8hr ae serious unknown (B)(6) 2016 to (B)(6) 2019. Summary of investigation: based on the complaint narrative, the patient sustained an open sore after product use. Review of complaint description concludes there is no device malfunction. Root cause non-assignable (complaint not confirmed) conclusion based on the complaint narrative, the patient sustained an open sore after product use. Review of complaint description concludes there is no device malfunction. Follow up attempts are completed. No further information is expected. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow up (08jul2019): new information received from the product quality complaint group includes investigational results. Follow up attempts are completed. No further information is expected. Follow-up (22aug2019): new information from product quality complaints includes: investigation results and severity rating (s1). Follow-up attempts are completed. No further information is expected. Follow-up (27aug2019): new information from product quality complaints includes: severity rating (s3). Follow-up (26sep2019): new information from product quality complaints includes: additional trending analysis, severity rating (s3), review of complaint description concludes there is no device malfunction. Follow up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Amendment: this follow-up report is being submitted to amend previously reported information: onset latency of the event "open sore on back after using product/her back hurting" was added as 7 hrs., comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Reasonably suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: (B)(6) 2016 through (B)(6) 2019. Manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total (B)(4) complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per sop-(B)(4) "complaint trending guideline", effective (B)(6) 2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for (B)(6) 2016 - (B)(6) 2019. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rati.

Event description:
Event verbatim [preferred term] open sore on back after using product/her back hurting [ulcer] , put athletic tape on it so it would stay/ did not check her skin under the product while wearing thermacare/did not read the usage instructions before used the product [device use error] , used the product for back spasms [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for his wife. A 55-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) on 26apr2019 for back spasms. Medical history was none. Concomitant medication was none. Reporter stated they had thermacare heat wraps in the cupboard for a couple of months. The patient had back spasms around her ribs and put the wrap on and wore it all day. After wearing for 7 hours she came home and said her back was hurting on 26apr2019. She had an open sore on her back. They applied bacitracin antibiotic ointment and a band aid on it. He took a picture of the area so the patient could see it. The wrap was small to medium in his opinion. She usually used a microwave heat pack. He thought the area had resolved but he had not seen it today. With his experiences in using the wraps, because of sweat, the adhesive did not attach. In time if fell off. He put athletic tape on it so it would stay. The lower back and hip wraps around with velcro. The neck wrap had the sticky adhesive and it didn't stay. When on neck, it was horizontal. When it is on the back it was vertical and the adhesive would not stay. Based on his experience with his use, the adhesive fell off after an hour. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin conditions. The red box was purchased. There was no product remaining. The patient used thermacare 1 day in a row, 7 hours per day. She used thermacare heatwraps in the past and did not experience the same problem, no adverse effect. She previously used microwave heat pack and did not experience the same problem. She was wearing several layers of clothing over the thermacare product. She was wearing a athletic tape applied pressure over the area. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She did not consult a healthcare professional for the problem. The action taken in response to the events of the product was permanently discontinued on 26apr2019. The outcome of the events was unknown. According to the product quality complaint group: reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: 01may2016 through 31may2019 manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5, 958 complaints was above the upper control limit (ucl) of 189 complaints per sop-105746 "complaint trending guideline", effective 05feb2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for mar2016 - mar2019. There is no further action required. This relates to medical devices: no. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow up (08jul2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: 01may2016 through 31may2019 manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5, 958 complaints was above the upper control limit (ucl) of 189 complaints per sop-105746 "complaint trending guideline", effective 05feb2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for mar2016 - mar2019. There is no further action required. This relates to medical devices: no.

Manufacturer narrative:
Reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: (B)(6) 2016 through (B)(6) 2019 manufacturing site: (B)(4) complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5, 958 complaints was above the upper control limit (ucl) of 189 complaints per (B)(4). "Complaint trending guideline", effective (B)(6) 2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for (B)(6) 2016 - (B)(6) 2019. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rati

Event description:
Event verbatim [preferred term] open sore on back after using product/her back hurting [ulcer] , put athletic tape on it so it would stay/ did not check her skin under the product while wearing thermacare/did not read the usage instructions before used the product [device use error] , used the product for back spasms [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for his wife. A 55-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) on (B)(6) 2019 for back spasms. Medical history was none. Concomitant medication was none. Reporter stated they had thermacare heat wraps in the cupboard for a couple of months. The patient had back spasms around her ribs and put the wrap on and wore it all day. After wearing for 7 hours she came home and said her back was hurting on (B)(6) 2019. She had an open sore on her back. They applied bacitracin antibiotic ointment and a band aid on it. He took a picture of the area so the patient could see it. The wrap was small to medium in his opinion. She usually used a microwave heat pack. He thought the area had resolved but he had not seen it today. With his experiences in using the wraps, because of sweat, the adhesive did not attach. In time if fell off. He put athletic tape on it so it would stay. The lower back and hip wraps around with velcro. The neck wrap had the sticky adhesive and it didn't stay. When on neck, it was horizontal. When it is on the back it was vertical and the adhesive would not stay. Based on his experience with his use, the adhesive fell off after an hour. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin conditions. The red box was purchased. There was no product remaining. The patient used thermacare 1 day in a row, 7 hours per day. She used thermacare heatwraps in the past and did not experience the same problem, no adverse effect. She previously used microwave heat pack and did not experience the same problem. She was wearing several layers of clothing over the thermacare product. She was wearing a athletic tape applied pressure over the area. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She did not consult a healthcare professional for the problem. The action taken in response to the events of the product was permanently discontinued on (B)(6) 2019. The outcome of the events was unknown. According to the product quality complaint group: reasonbly suggest device malfunction: no. Complaint class: external cause investigation; complaint sub-class: adverse event safety request for investigation. This investigation was conducted for an unknown lot number of nsw 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request. Final confirmation status: not confirmed. An evaluation was made by searching for possible trend for this subclass. The following quality tracking system (qts) search was performed. Scope: date contacted: (B)(6) 2016 through (B)(6) 2019manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: neck/shoulder/wrist. The qts search returned a total 551 complaint for the neck shoulder/ wrist (nsw) 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5, 958 complaints was above the upper control limit (ucl) of 189 complaints per (B)(4)complaint trending guideline", effective (B)(6) 2019. An evaluation of the 36 month trend chart did not show an increase over time. Base on this qts search, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for (B)(6) 2016 - (B)(6) 2019. There is no further action required. This relates to medical devices: no. Additionally, product quality complaints provided the following investigation information for complaint subclass of adhesion/ fastening defect: qa review and rationale: a trend for the subclass of adhesion/ fastening defect with product type of neck shoulder/wrist (nsw8) products was not identified. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted: (B)(6) 2019 through (B)(6) 2019. Manufacturing site: (B)(4) for complaint class: administration/complaint sub class: adhesion/fastening defect. The citi search returned a total 462 complaint for the neck shoulder wrist (nsw) 8hrs products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 5,779 complaints was above the upper control limit (ucl) of 189 complaints per (B)(4)."complaint trending guideline", effective (B)(6) 2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on (B)(6) 2019 based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Sample status: not available. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s1 (inconvenient and annoying, but no harm to consumer). Final confirmation status: not confirmed. Follow-up (B)(6) 2019follow-up attempts are completed. No further information is expected. Follow up (B)(6) 2019new information received from the product quality complaint group includes investigational results. Follow up attempts are completed. No further information is expected. Follow-up (B)(6) 2019new information from product quality complaints includes: investigation results and severity rating (s1). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "open sore", "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Open sore on back after using product/her back hurting [ulcer], put athletic tape on it so it would stay/did not check her skin under the product while wearing thermacare/did not read the usage instructions before used the product [device use error], used the product for back spasms [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reported for his wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) on (B)(6) 2019 for back spasms. Medical history was none. Concomitant medication was none. Reporter stated they had thermacare heat wraps in the cupboard for a couple of months. The patient had back spasms around her ribs and put the wrap on and wore it all day. After wearing for 7 hours she came home and said her back was hurting. She had an open sore on her back. They applied bacitracin antibiotic ointment and a band aid on it. He took a picture of the area so the patient could see it. The wrap was small to medium in his opinion. She usually used a microwave heat pack. He thought the area had resolved but he had not seen it today. With his experiences in using the wraps, because of sweat, the adhesive did not attach. In time if fell off. He put athletic tape on it so it would stay. The lower back and hip wraps around with velcro. The neck wrap had the sticky adhesive and it didn't stay. When on neck, it was horizontal. When it is on the back it was vertical and the adhesive would not stay. Based on his experience with his use, the adhesive fell off after an hour. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She did not have any abnormal skin conditions. The red box was purchased. There was no product remaining. The patient used thermacare 1 day in a row, 7 hours per day. She used thermacare in the past and did not experience the same problem. She previously used microwave heat pack and did not experience the same problem. She was wearing several layers of clothing over the thermacare product. She was wearing a athletic tape applied pressure over the area. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She did not consult a healthcare professional for the problem. The action taken in response to the events of the product was permanently discontinued on (B)(6) 2019. The outcome of the events was unknown. Company clinical evaluation comment based on the information provided, the events of "open sore" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.